Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s family reported the consumer stated that because of rejection reaction, the device was removed few years. There was not a more than 50% reduction in symptoms. It was unknown if there was any troubleshooting done or cause determined. There were no further complications reported and/or anticipated. Additional information received reported the device had been taken out for years due to rejection and had been lost.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.